Manufacturer narrative:
This investigation is currently ongoing. Any additional information will be provided in the follow-up report.

Event description:
According to the report, a cryolife representative was approached at a conference by the initial reported. He stated that he attended a talk where the guest speaker stated bioglue led to necrosis and he asked the cryolife representative if this was true. The representative attempted to find out the name of the guest speaker or the event, but no further information was available at that time.

Manufacturer narrative:
According to the report, a cryolife representative was approached at a conference by the initial reporter. He stated that he attended a talk where the guest speaker stated bioglue led to necrosis and he asked the cryolife representative if this was true. The representative attempted to find out the name of the guest speaker or the event, but no further information was available at that time. Multiple contact attempts were made to obtain additional information. However, all contact attempts were unsuccessful. A review was performed of the available information. The source and details of the information provided in the complaint are unknown. Therefore, no comments can be made regarding this specific report. Bioglue has been previously reportedly associated with myocardial necrosis ((B)(4)); however, the histology images within the publication do not support such a claim. To date there has been no definitive evidence to establish a direct correlation between bioglue and tissue necrosis. There is insufficient complaint information to determine a root cause. The IFU states, "bioglue application to the surface of the heart can cause coagulation necrosis that extends into the myocardium, which could reach underlying conduction tissue and may cause acute, focal sinoatrial node degeneration" and "unreacted glutaraldehyde may cause irritation to the eye, nose, throat, or skin, induce respiratory distress, and case local tissue necrosis." The IFU lists local tissue necrosis as a potential adverse event that may occur with the use of bioglue.

Event description:
According to the report, a cryolife representative was approached at a conference by the initial reporter. He stated that he attended a talk where the guest speaker stated bioglue led to necrosis and he asked the cryolife representative if this was true. The representative attempted to find out the name of the guest speaker or the event, but no further information was available at that time.